Manufacturer narrative:
Date of event is estimated. T he results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's leads had migrated. Surgical intervention was undertaken wherein both leads were explanted and replaced. Therapy was restored post-op.